Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed due to the lot number being unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the bender fractured when the surgeon was bending plates, therefore the surgery had to be cancelled. The complaint form indicates the surgical technique was not followed, however no details were provided. Additional information was requested but has not been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device was conducted and it can be seen that one of the roller pins is fractured. The device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force being applied to the roller pin. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).